Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door failed and could not be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer arrived at the station and found that no tower doors were failed. The customer then attempted to inventory items in tower door number three, opened the door, but the latch multi-fired. The field service engineer removed the latch column from the tower and the latch assembly from the column, cleaned the mini switch contacts, and applied conductive grease. Additionally, the fse recrimped the wiring and harness connectors. After reassembly, the station was restarted. The system functioned as intended after the field service engineer repaired the device.